Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by a veterinarian that an animal underwent exploratory laparotomy on (B)(6) 2015 and suture was used. On 08/10/2015, the animal was brought to an emergency facility and was advised that suture line had broken.